Manufacturer narrative:
Customer is claiming false negative because her husband used three ihealth covid-19, flu a&b 3-in-1 antigen rapid tests and each test was negative. Her husband then tested positive at the clinic. Type of positive was not specified. Test taken at clinic was not specified. No lot number information available, the manufacturer cannot effectively verify and confirm customer feedback.

Event description:
Event details: I ordered a covid-19, flu a&b 3-in-1 test kit and we my husband used 3 tests and all 3 were negative. He went to the clinic and got tested for flu and was positive the same day. He used the tests as directed and did not get the same results and had to go to the clinic to get the intended results. I tried to return the tests to amazon and obviously can't do that. I am looking to get a refund for these tests because I spent my money on tests that did not work. We had to spend extra money for my husband to go to the clinic to get tested.